Event description:
Explant of a subtalar mba device was performed nine months after the original implant date to alleviate pain reported by the patient. The explanted device was not returned to the MFR nor was there any reported failure of the device.